Manufacturer narrative:
The user facility identified that the area of treatment appeared to be edematous and weeping which could have led to the skin tear. The user facility stated that they didn't notice edema before therapy and that they turn patients every 2 hours to help prevent injuries from occurring. It was reported by the user facility that they would follow up with nurses to make sure they are doing skin assessments of treated area. Device not returned

Event description:
It was reported that a patient received a pressure injury after 72 hours on the therapy. Further information has not been provided.

Event description:
It was reported that a patient received a pressure injury after 72 hours on the therapy. Further information has not been provided.